Event description:
It was reported that the device was broken or damaged. Both iuis were replaced and it still does not designate a channel. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they: replaced bezel assembly (wire harness broken caused 210.5020 error). Replaced door latch assembly (3rd party part). Replaced rear case assembly (fluid ingress). A review of the device history record showed the device had a manufacture date of 19/sep/2006. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to broken harness of the bezel assy. A review of the complaint history record in trackwise and sap was performed for sn (B)(6) , which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
A review of the complaint history record was performed for s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 19sep2006. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device was broken or damaged. Both iuis were replaced and it still does not designate a channel. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device was broken or damaged. Both iuis were replaced and it still does not designate a channel. No additional information was provided. There was no patient involvement.